Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically open filter, fl29 and an inoperative diode, designator cr30.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it gave a "abnormal energy delivery" message after a test shock was delivered. Additionally, the device only delivered 11.9 joules of energy to the analyzer when 200 joules had been selected. The reduction in defibrillation energy is not likely to be effective.